Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000ml bags leaked from the side seal into the overpouch. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two bags were received for evaluation; however, the bags were found to be contaminated with mold. Due to the condition of the returned bags, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.